Event description:
It was reported that device detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 185cm pt guide catheter was advanced for treatment. After the wire was placed in the distal lad, the lesion was ballooned and then stented. The stent balloon was removed. However, when removing the wire from the vessel, the doctor noticed that the radiopaque end of the wire remained in the vessel and required snaring for removal. The procedure was completed and there were no patient complications.